Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) recommended commanded shock. The commanded shock was performed and the pacemaker was explanted and replaced with a new one. The shock lead impedance with the new device was within normal limits and the physician decided to leave the rv lead implanted. This rv lead remains in service. No additional adverse patient effects were reported.